Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels had dropped to 40 mg/dl while wearing a pod. The patient had lost consciousness. Once at the hospital the patients pod was removed. The patient had tests performed and the patient is being monitored. The patient is still in the hospital at the time of this call. The pod will not be returned as it has been discarded.